Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed error code 5. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was being reported that during a routine check the cs300 intra aortic balloon pump (iabp) had an issue regarding the "error code 5". A getinge field service engineer (fse) had arrived and he had found every error code was logged on the unit, plus the text in the logs could not be read they were distorted. After that the fse had replaced the main board and fse also had performed a pm, a full calibration, and tested the unit.the equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer. There was no involvement of the patient.